Event description:
It was initially reported that the patient had transient bradycardia in the test stimulation in the surgery which resolved during surgery. Additional information was received that the patient has a history of atrial premature complex (apc) prior to vns. The patient experienced bradycardia and asystole during surgery and the surgeon chose to complete the surgery. It was reported that the arrhythmia did not occur during system diagnostics. Diagnostic were within normal limits. The arrhythmia is believed to be related to stimulation. The patient had transcutaneous pacing done as an intervention for the arrhythmia but was reported to not have been done to preclude a serious injury. The patient the patient was not hospitalized nor had a prolonged hospitalization as a result of the arrhythmia. . The generator has been turned on since the event and the arrhythmia has not recurred.